Manufacturer narrative:
Evaluation: (death).

Event description:
Two endeavor drug-eluting stents were implanted, one to the distal lad and one to the middle lcx. (MFR report # 2953200-2009-00623). The 30 day follow up reported that the patient had silent ischemia. The patient was discharged approximately five weeks after the index procedure. It was reported that the patient died a non-sudden death approximately five and a half months after the index procedure. The summary of the circumstances were 'short breath occurred suddenly on the patient, lung was covered with bubbles which was considered congestive heart failure and was treated with harden heart, diuresis and so on. The patient's symptom was not relieved and cardiac arrest emerged, so CPR was carried out. Cause of death was considered as cardiac arrest originated from aortic stenosis.' The investigator reported that the event was not related to the endeavor stent.